Event description:
Complainant alleged that after unplugging the powercharger from the wall ac outlet, the nurse inadvertently touched the ac plug's metal prongs and rec'd an electrical shock. The complainant indicated that the nurse who rec'd the electrical shock did not require any medical attention after the event occurred, and the nurse did not suffer any lingering side effects as a result of the shock.